Event description:
Subsequent to the previously filed report, additional information was received: a mitraclip xtw (50422a1032) was inserted and placed on the tricuspid valve. However, while attempting to remove the lock line, resistance was encountered, and a knot was observed on the lock line. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50422a1024) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the clip, a third clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda, single leaflet device attachment) could not be determined. The reported image resolution poor was due to patient's complex anatomy and curved septal. The reported off-label use was associated with using the mitraclip device for tricuspid valve repair. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4, on a patient with curved septal leaflet. A mitraclip xtw (50422a1032) was inserted and placed on the tricuspid valve. However, while attempting to deploy the clip, a knot was observed on the lock line. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50422a1024) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A third clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3. It was noted that difficulties visualizing the clips during the procedure occurred. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.